Manufacturer narrative:
The device history record (DHR) and quality records were reviewed. These documents demonstrate that procedures were correctly followed. The review found occurrences of two different defects, in subassembly lots used as raw material for the reported finished product lot that may have caused or contributed to the reported complaint. However, these were within the acceptable quality limit (aql) per our finished product specifications. Actions taken: a notification of this matter was sent by the plant quality engineer to the plant production personnel for awareness. The finished product inspection did not find any defects for pledgets, or missing/separated/pulled out strings. A cluster assessment found no similar or related complaints for the reported lot. We will continue to closely monitor the field performance of this product to identify emerging trends and if applicable, additional investigations will be initiated and corrective action taken. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
The consumer stated that upon removal the tampon elongated and broke in half leaving pieces inside. This occurred with two tampons. She is confident that she was able to remove the remaining pieces and did not seek medical assistance. No further information is available at this time.